Manufacturer narrative:
FDA notified: the initial reporter also notified the FDA on (date) via medwatch # mw5098880. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 gem v/nv 20dp ckv 2ss 117-in 20pk experienced component separation. The following information was provided by the initial reporter: material no: 2420-0500. Batch no: 20113015. Staff was attempting to set up IV tubing and found the sets to be defective. Twice the tubing had broke/severed just below the blue clamp that goes into the pump and once below the drip chamber. All found to be same lot number so they were pulled from service at our facility and notified the other facilities in our system to find and pull the stock.

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint the that tubing had severed at the lower fitment of the pumping segment could not be verified due to the product not being returned for failure investigation. A device history record review for model 2420-0500, lot number 20113015 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 13nov2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation.

Event description:
It was reported that 2 gem v/nv 20dp ckv 2ss 117-in 20pk experienced component separation. The following information was provided by the initial reporter: material no: 2420-0500, batch no: 20113015. Staff was attempting to set up IV tubing and found the sets to be defective. Twice the tubing had broke/severed just below the blue clamp that goes into the pump and once below the drip chamber. All found to be same lot number so they were pulled from service at our facility and notified the other facilities in our system to find and pull the stock.